Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Manufacturer narrative:
The medical center discarded the pump product at the time of explant. No benchtop analysis can be performed. No imaging was shared for the investigation. Root cause can not be determined. Should more information be shared, and cause determined, a final report will follow. The failure mode will be monitored and trended.

Event description:
The complainant in the EU had an impella cp placed for support when there was "slight resistance" felt in positioning of the pump. The team later observed that there was a drop in blood pressure after the peel away was removed. The team observed there to be a left ventricle perforation which was causing the deterioration in the patient's condition. The patient expired while in the cardiac catheterization lab despite the surgical team being called to repair the perforation. The perforation being caused by either the pump or guidewire is not yet known.